Manufacturer narrative:
Pump had cracked case at display window corner, severely scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump screen had many scratches and was difficult to read. The customer's blood glucose level was unknown. The level was around 160mg/dl to 168mg/dl. The customer was advised the pump would be replaced and returned for analysis.